Manufacturer narrative:
No functional testing was performed by philips for this specific report. Good faith effort (gfe) attempts were made to obtain additional information regarding this event. However, the customer did not respond to the rse email or called back to troubleshoot the issue. Based on the information, the cause of the reported problem is currently unknown. This issue is not confirmed at this time. We are unable to confirm the final disposition of the device, because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue x3 indicating that they were not getting audible alarm. The device was not in clinical use at time of event, no patient involvement.